Event description:
It was reported a patient, who had a left tha, reported early wear of prosthetic polyethylene with particulate disease and was admitted to the hospital and needs surgical intervention to prevent injury or permanent disability. No further information provided.

Manufacturer narrative:
D10: 164-02-09 - element-stem, collarless w/ha, high offset, sz 9: (B)(6), 186-01-50 -integrip cc, cluster 50mm, g1: (B)(6), 01-032-03-3200 - universal cup, head, delta, 32mm, +0: (B)(6). Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.